Event description:
Pt was put on hemodialysis and clinician saw a crack on the dialyzer and noted blood pooling around the end of the dialyzer. Blood was returned and a new set up was primed. Dialysis restarted. The pt shoed no signs of distress. There was no alarms from the machine or blood leaks. Pt tolerated the treatment well with no complaints. Assessment and vitals were good. Pt was discharged home post treatment. FDA safety report ID# (B)(4).